Event description:
It was reported that the collimator cover on the 9900 system was damaged. It was noted that artifact in the image was due to cover damage. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator cover. The system was tested and found to be working as intended and placed back into service.